Event description:
It was reported that the device latch had sensor defective. This event occurred during testing. There was no patient involvement or harm.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found that the latch lock flex sensor was defective and the downstream occlusion (dso) seal was contaminated. The latch lock flex sensor and dso seal was replaced.